Event description:
It was reported that there was a high capture threshold on the right ventricular (rv) lead of this pacemaker system. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was oversensing of the atrial pacing signal on the rv channel. Ts recommended a chest x-ray to verify lead location and further evaluation. It was noted that there was four seconds of pacing inhibition during the right atrial (ra) automatic threshold test (raat). Patient was tested in clinic and the plan is to continue monitoring remotely. Thresholds testing normally. No adverse patient effects were reported. Currently, this pacemaker remains in service.